Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "error code e311" is an error which occurs when white balance cannot be obtained. It is likely that since image was not displayed and blacked out due to charged coupled device (ccd) failure, then white balance could not be obtained and phenomenon "error code e311" occurred as a result. Additionally, phenomenon 2 "no image" occurred as a result of a charged coupled device (ccd) failure. The cause of the charged coupled device (ccd) failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head was defective and had no image. The issue was found during preparation for use there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the white balance couldn¿t be properly adjusted as usual, due to a malfunction of image functionality caused by the cable disconnection that resulted in e311 error on the monitor. Additionally, it was found that the cable was twisted, and the charged coupled device sensor printed circuit board had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.